Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The option-lok male adapter of the plumset was connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified solution, at an unspecified rate, via a plum pump. After an unspecified length of time, the option-lok male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for the delivery of an unspecified concentration of etoposide, at a rate of 550 ml/hr. No further pump programming parameters were provided. Approximately two hours after the delivery was started, the customer contact reported that solution leaked at the threading on the blue clave of the secondary port. It was reported that less than 10 ml was not delivered. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. It was reported that there was an unspecified chemo exposure and that an unspecified volume of chemotherapeutic drug came into contact with the nursing staff. No specific details were provided. No additional information was provided.